Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a ophthalmic laser probe got caught in a port and could not be inserted into the patient's eye during surgery. The surgery was completed after replacing the product with another one. There's no patient harm.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received. The 25 gauge illuminated flex curved laser probe sample testing was performed and revealed no problem with trocar insertion. Unrelated to the reported event, the sample was found to have a non-conforming optical fiber at subminiature assembly (sma) connector, recessed. However, the sample¿s laser radio frequency identification (rfid) tag was read, and the laser probe sample was found to not be associated with the customer¿s reported lot. The laser probe sample returned is unrelated to the customer¿s reported event. Based on the information available, the customer reported event cannot be confirmed. A 25 gauge illuminated flex curved laser probe manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the batch/lot/serial number was performed and a potential contributing factor to the reported complaint was identified. A review for complaints reported against this lot/batch/serial number was performed. Two potentially relevant complaints were found and reviewed as part of this investigation. The complaints were determined to not be relevant to this investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The customer reported event cannot be confirmed. Thus, based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).